Event description:
Forceps (cev405) were returned to mxi service <(>&<)> repair.

Manufacturer narrative:
(B)(4): results - mechanical shock problem. Evaluation of the returned device found that the sheath does not cover the bottom of the jaws. The defect is due to a sheathing fault; most likely shortened during the manufacturing sterilization process. No other similar complaints exist for this lot or reference. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).